Event description:
It was reported that the patient experienced hyperglycemia on (B)(6) 2026 and he took off the infusion set. Issue occurred with five infusion set. For hyperglycemia treatment patient used correction injection via mdi (multiple daily injections).

Manufacturer narrative:
Initial 4 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.